Event description:
It was reported that hypotension, a pericardial effusion, and death occurred. A left atrial appendage (laa) closure procedure was performed. A 35mm watchman flx laa closure device with delivery system (wds) was used. During the transseptal puncture (tsp) tenting of the mid region of the fossa ovalis was observed. The physician held the puncture location while a generator for electrocautery was retrieved from outside the procedure room. Electrocautery was applied to a standard transseptal needle to aid the tsp. The tsp was completed and a circumferential pericardial effusion formed. The patient experienced hypotension and a pericardiocentesis was performed. The patient stabilized and the procedure continued. A second tsp was completed and the closure device was successfully implanted. No additional effusion was noted. The procedure concluded and the patient was moved to a holding area. 15 to 30 minutes post procedure the patient coded, intervention was provided, and the patient died. The implanting physician concluded the initial tsp shifted prior to the electrocautery and the puncture was made into the posterior of the right atrium, contributing additional damage to the lung.